Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right atrial lead failed to capture when placed. The lead was not used and was replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.